Event description:
Per the audiologist, the patient¿s external magnet was unable to connect to the internal device. The results of an x ray indicated the internal device was implanted upside down. The patient underwent revision surgery (B) (6) 2010 to reposition the receiver stimulator according the labeling of the device. (B) (6) filed a 3500a on uf/importer report (B) (4).

Manufacturer narrative:
(B) (4). Implanted device remains